Event description:
Refer to h10/h11 for additional and corrected information.

Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint, completed the device evaluation, and performed advanced failure analysis, which resulted in corrected and additional information. For clarification, mishandling/misuse is not believed to be involved in this reported event. The mishandling/misuse statement included in the initial MDR was input in error. Furthermore, it was found that what was originally reported as thermal damage on the conductor wire cap was, in fact, external debris. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have thermal damage on the distal clevis. The instrument's conductor wire was found to have insulation damage. There was no damage found at the conductor wire's weld or weld location. Instrument was visually inspected and the conductor cap was found to not to have any evidence of thermal damage. Reddish brown material on cap was able to be scraped off and no underlying melting or charring was exhibited. Conductor wire was confirmed to have insulation damage adjacent to the distal idler pulley. There was no evidence to suggest that the distal idler pulley caused the damage. A section of the conductor wire was bare and exposed due to the insulation damage, which likely created a path for arcing/thermal damage. The location of the conductor wire insulation damage is not at a location that would typically be damaged by mishandling/misuse. The distal idler pulley and distal clevis adjacent to the conductor wire damage exhibit thermal damage that is likely related to the insulation damage. The opposite side of the idler pulley and clevis also exhibited thermal damage. It is possible that the metal idler pin that retains the pulley could have conducted heat from the damaged conductor wire, which would allow energy to transfer from one side of the clevis to the other. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have thermal damage on the distal clevis and the conductor cap. The known common cause of both of these failures is mishandling/misuse. The instrument's conductor wire was also found to have insulation damage. There was no damage found on the conductor wire weld. A review of the instrument log for the permanent cautery spatula (part # 420184-13/serial# (B)(4)) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2019 on system sh1502. The alleged event occurred on the fifth use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire insulation damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's fifth usage and, therefore, had not expired. Implant date is blank because the product is not implantable. Initial reporter is blank because the information is unknown.

Event description:
It was reported that during a da vinci-assisted tricuspid valve repair surgical procedure, the permanent cautery spatula had cautery issues. There was no energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.